Event description:
Pt underwent mitral valve replacement with left heart maze procedure. Post-operatively had hypotension and poor cardiac output. Consequently had intra-aortic balloon placed. At 55.5 hours later, the "check catheter" alarm was noted as well as blood in the drive line. The pt was on argatroban at the time. The balloon was physically unable to be withdrawn in the room so was removed in the operating room to avoid injury to iliofemoral vasculature. Pt did tolerate the cessation of intra-aortic balloon pumping.